Event description:
The user facility reported a 65-year-old male (race unknown) undergoing surgery to left descending artery was implanted with an impella cp device for mechanical circulatory support. The patient developed ischemia coinciding with impella support. Due to the noted condition, the decision was made to explant the pump.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Manufacturer narrative:
The investigation into the limb ischemia issue has been completed. The device was not returned for investigation. As per clinical information provided, the root cause of the limb ischemia issue was patient condition related to small/ diseased vessels.